Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the patient started to have pain and thought it was a heart attack, so they went to the ER. The rep said the stimulator was off, per the patient's husband, but in fact it was unplugged and an old mltc was used. The hospital ran a lot of tests and determined that the patient did not have a heart attack. Then, the pain hcp pulled the lead and the next day it was found that the patient had a hematoma. The patient also lost some feeling/motor function in their legs. The rep noted that they obtained all event details from the pain hcp and husband so this was third person. The rep said a spinal surgeon completed surgery to remove the hematoma and, as far as the pain hcp knew, the patient was starting to have feeling back in their legs. It was noted that the issue was not resolved at the time of the report but the patient was alive without injury. No device issues were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was paralyzed after the hematoma. The patient was starting to recover in a rehabilitation center, but then they died. The rep. Didn¿t know any other details or when the patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient¿s symptoms were resolving but had not completely resolved yet. It was noted that the leads had been discarded by the hospital.